Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedance of greater than 2,000 ohms noted during preparation for device change. Other measurements were normal except the thresholds were slightly high. Boston scientific technical services (ts) discussed impedance range of a unipolar lead and discussed a possible fracture. An invasive procedure was performed. The device was explanted and replaced and the lv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is in the possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.